Event description:
The facility reported connect electrodes in pt use. An analysis of pt ECG could not be performed as a result. No additional details regarding the event were reported. There was no allegation of adverse effects to the pt associated with the report.